Event description:
The customer reported via phone call that she had a watchdog timeout alarm on the insulin pump. Customer stated that she dropped her pump and she received the alarm. Customer stated that the pump fell off a trailer. Customer stated that she took out the battery but the pump is still beeping. Customer stated that the buttons would not respond earlier. Customer's blood glucose was 183 mg/dl at the time of the incident. Insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a frozen screen on the full segment display due to a fault component on the interface board. Unable to verify any alarms due to the frozen screen. The pump was received with all buttons responding properly. However, slight moisture damage was found at the keypad traces. The pump also had minor scratches on the lcd window, a cracked case at the reservoir tube window corners, a cracked reservoir tube lip, and cracked battery tube threads.